Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that two bags had tubes which arrived that were bent, so that the urine would not go through when in use. Additional information received on 19dec2023 stated that the two bags with the bent tubing were used, however, neither would allow the urine to pass through them.